Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. The device encountered difficulty in crossing the lesion and during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen and the balloon. The balloon was loosely folded, and a pinhole in the balloon was located 4mm from the distal end of the proximal markerband. The tip of the device was severely damaged. There was unreported tip damage to the device is damage that could cause resistance upon device advancement.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilation. The device encountered difficulty in crossing the lesion and during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.